Event description:
Using a dash sphincterotome, the wire became stuck somewhere near the catheter tip inside of the common bile duct. Alerted the md that it was difficult to pull back into the catheter and continued to try to work it free. It finally pulled free, but review of the fluoroscopy image showed that something was still in the duct. When we advanced the wire again, it pushed the item further into the duct. We were able to retrieve the item using a spybite forceps. Further inspection showed that the radiopaque coating had sheared off of the wire. The wire itself was still intact.